Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/10/2024. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. One side of the heater wire was observed to be flexed away from the base of the jaw but remained attached at the tip of the jaw, which can be attributed to clinical use. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was not confirmed. The lot # 3000381287 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 probe had a broken tip. The wire started to separate. Used a new device to complete the case. Delays to change device. No patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.